Manufacturer narrative:
Date rec¿d by MFR : 31jul2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen failure issue and replaced the touch screen to address the reported problem, and successfully performed touch screen calibration. Device passed the performance assurance test successfully.

Event description:
The customer reported touch screen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.